Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed eccentric target lesion was located in the moderate tortuous and calcified proximal right coronary artery (rca). Pre-dilation was performed and the physician was unable to cross the lesion with a 3.5x24mm taxus liberte stent. In order to perform another ballooning, the physician attempted withdrawing the device outside the pt's body but the proximal stent touched the distal tip of the guide catheter and the stent strut got lifted. The procedure was successfully completed with another of the stent device. No pt injury or complications were reported. Pt's condition listed as "good."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).